Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had missing helium tank valve tool. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected field: d5. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Parts given to customer to replace missing ones. No charge to customer. Parts were given to the customer and they put them on.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had missing helium tank valve tool.